Event description:
Customer reported loss of communication between the panorama central station and the panorama telepack, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep removed and replaced the panorama telepack.